Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The device had no button response due to corroded keypad traces. The unit had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had button error. No blood glucose reading provided. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.